Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, during intraocular lens (iol) implantation an ophthalmic forceps found broken. It is unknown whether the procedure was completed. Details regarding patient harm was not reported. Additional information has been requested but is not available at the time of this report. This file pertains second of the two forceps reported from the same facility on the same event date.

Manufacturer narrative:
The image shows the instrument. On one side, an forceps arm is broken. No further details can be discerned from the image. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Since it was reported that the defect occurred during use a secondary intraocular lens (iol) procedure, the root cause is identified as "external - use error". The issue occurred during a secondary intraocular lens (iol) procedure, this context suggests potential use of the product outside its intended use. Consequently, the case is classified as "external ¿ user handling". No actions are required since the defect occurred during use for a purpose not covered by its intended use, which is communicated in the product's directions for use (dfu). Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.